Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) result, for one patient, involving the access® accutni assay used in conjunction with the unicel® dxc 600i synchron® access® clinical system. An initial result of 0.050 ug/l was obtained and released out of the laboratory. The physician questioned the result, and the sample (centrifuged aliquot) was reanalyzed on the same instrument and generated lower results of 0.023 ug/l and 0.026 ug/l, respectively. The customer stated patient care was not impacted. The patient's sample was collected in becton dickinson rapid clot serum tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 19 degrees celsius ambient temperature. All system parameters (including quality control, calibrations, and system checks) were performing within assay and instrument specifications. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.